Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 250 mg/dl.